Event description:
A female patient contacted lifecor customer support to report that she was getting "adjust belt" messages. The patient stated that all of the sensing electrodes were on the skin but the alarms begin shortly after battery insertion and continue every few minutes. Support sent the territory manager (tm) to the patient. The tm stated that the garments appear to be too loose and gave the patient smaller garments. Support followed up with patient to see if smaller garments had helped. The patient was still receiving alarm. Support sent the patient a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation electrode belt sn has been completed. The reported problem was confirmed. The electrode belt was giving "adjust belt" messages because there was water in ECG c. There was corrosion on the board. The electrode belt was repaired. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. No adverse event occurred due to the defective electrode belt. The patient received a replacement electrode belt.